Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. However, unit alarm unexpected restart after battery change due to faulty c13 on interface board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Unit received with broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had anomaly . Customer's blood glucose was unknown mg/dl.